Manufacturer narrative:
Batch review performed on 13 june 2023 lot 2239740: (B)(4) items manufactured and released on 11-jan-2023. Expiration date: 2027-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 20 days after the primary, the patient came in reporting pain, due to a fractured tibia and the cause of the fracture is unknown. The surgeon plated the fracture and no implants were revised. The surgery was completed successfully.